Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the device was failed accuracy test +7.65%. There was no patient involvement.

Manufacturer narrative:
D9: 08-jul-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The device tested normally. Preventative maintenance was performed. No action was taken pertaining to the reported issue.